Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was reported that there was a malfunction of the device; it no longer provided relief of symptoms. The pump was removed. It contained compounded baclofen. The patient recovered without sequelae.